Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. The device was evaluated, and the reported condition of a broken clamp wheel not able to accept the burr devices was not confirmed. Therefore, an assignable root cause was not determined. A visual and functional assessment was performed which found that the device passed all pre-test diagnostic assessment; however, it was observed that there was an excessive noise inside the device. It was observed that there was an unknown liquid substance at the back of the motor, the lock for the saw handpiece was worn, and there was excessive debris on the ball bearings. It was determined that the issues were consistent with improper cleaning and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine maintenance, it was observed that the battery oscillator device had a broken clamp wheel and consequently was unable to accept the burr devices. During in-house engineering evaluation, it was observed that the unit passed all pre-test diagnostic assessment. However, it was observed that there was an excessive noise inside the device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.